Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.3-11.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at 11.5-11.8cm from the connector pin. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was observed via merlin transmission. Patient received inappropriate therapy due to oversensing of the noise. Noise was reproduced by pocket manipulation. The lead was explanted and replaced. Patient was fine.